Event description:
It was reported to philips that the device was returned from the bench and the device is displaying a solid red x in the ready for use (rfu) indicator and is chirping. The error message is a power supply failure/inop. There was no reported patient involvement.